Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the pump was manually suspended on (B)(6) 2016 at 14:42; deliveries never resumed. The bolus totals in the bolus history were consistent with bolus totals in the total daily dose (tdd) history at the time of the reported issue. A 10u audio & 10u normal bolus were manually completed and both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 600 mg/dl with large ketones, extreme drowsiness, polydipsia and polyuria associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with IV fluids and other unspecified treatment. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended and the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.